Event description:
The reporter did back to back (rapid succession) blood glucose tests, using the same finger stick. Reporter results were 126, 190, 187 and 129mg/dl. Reporter felt down when reporter takes the medication. A control test was in range, 114 (87-131). On follow-up, the reporter briefly checks the confirmation dot to verify blue dot when testing, and described an accurate technique for applyng blood to the test strip. No harm was alleged.